Event description:
It was reported by the doctor that the patient was experiencing ghosting around lights with night driving in both eyes. The intraocular lens (iol) remains implanted. This report is for the right eye. The exact event date is unknown. A separate MDR report is being filed for the left eye.

Manufacturer narrative:
Intraocular lens. The device remains implanted. The manufacturing record review for the intraocular lens (iol) was performed and revealed that the lens met all specifications and passed all inspections prior to release. All pertinent information available has been submitted. Should new information become available that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: (B)(6) 1949. All pertinent information available to the manufacturer has been submitted. Placeholder.